Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by father that patient was hospitalized while wearing the device. Despite good faith attempts to obtain additional details regarding the reported medical event, no further information was provided.